Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer number six did not stay closed and was unable to recover due to defective latch assembly. A field service engineer identified that the issue was caused by a missing magnet, which had fallen out of the latch mechanism. The engineer successfully replaced the latch assembly. Once all components were reassembled and the station was powered back on, the customer was able to successfully test the drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, auxiliary full-height drawer did not open. The customer tried to reboot but the issue was not resolved and stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.